Event description:
Customer called reporting a frozen screen on his insulin pump. His blood glucose is 124 mg/dl. Customer says the screen would freeze for about twenty seconds each time. During the call, customer's device screen froze when trying to check alarm history. Customer stated it was very humid there and the device could have been hit by raindrops. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump was monitored, no frozen display noted and all buttons function properly. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.